Event description:
It was reported that the patient was hospitalized in (B)(6) 2011 for 4 days with a blood glucose level of 1300mg/dl. It was reported that the patient had pneumonia and was given decadron; she believed that to be the cause of the blood glucose elevations at the time. The patient does not recall any additional details about the hospitalization. The patient indicated that following the hospitalization the pump "would run okay for a little while, and then would get a motor message of some kind". The patient reviewed the pump alarm history and reported a message saying "motor malfunction" with no accompanying code. The patient believes there is something wrong with the pump. This report is being made based on the allegation of hospitalization due to elevated blood glucose levels.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. There was no activity outside normal use observed in the black box or download history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, the keypad was found to be torn over the up arrow and down arrow keypad buttons. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. All of the keypad buttons were found to respond to button presses. The keypad was removed and no damage was found to the key contacts. There were no insulin delivery defects found during investigation.

Manufacturer narrative:
The patient reported having pneumonia at the time of the incident which may have contributed to the elevated blood glucose levels. It was reported that in the alarm history an alarm was present with no associated code. The pump alarm history should display a code for the alarm listed. There are no call service alarms titled 'motor malfunction' in the functionality of the pump. The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.